Manufacturer narrative:
The t:slim g4 pump user guide states: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles in the patient line. The customers blood glucose level was not impacted. Reportedly, prior to the customer noting the air bubbles, the customer had disconnected at the luer lock. The customer was instructed to not disconnect at the luer lock and was able to expel air bubbles by performing fill tubing.